Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient from (B)(6). The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The customer also reported that the companion 2 driver also passed a system check four days later. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "system malfunction" alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.